Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) via a phone call guided the customer to check the end marker sensor and the cup/tube detect fingers and all seemed to be working and no sticking was observed. An fse visit was programed. On 19-dec-2016 an fse visited the customer site and checked the sample detection position & led. All checks passed. The fse replaced the pia board that was producing false signals intermittently. Performed the instructions in technical bulletin aia 900 t104 drive current adjustment for the c-transfer z axis motor. Ran several racks of sample with no errors. During a subsequent follow up call on 20-dec-2016, the customer reported no errors. The instrument was performing as intended, therefore no further action were required by field service. The most probable cause of the reported event was due to a damaged pia board s072. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported 2301: sample rack not moved errors randomly with different racks with their aia-900 analyzer. The customer was unable to run beta-hcg, prolactin, and estrogen patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, prolactin, and estrogen patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.